Event description:
The customer reported that during preventive maintenance, the device unexpectedly shut down.

Manufacturer narrative:
The factory has not yet received the device for eval, and this complaint is still under investigation.